Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with two unspecified mentor gel breast implants and experienced bilateral rupture postoperatively. Mammogram performed on unspecified date indicated bilateral rupture. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2022. This report is for the right-sided prosthesis.